Event description:
A registered nurse (rn) from a user facility¿s medical safety team reported via voluntary medwatch that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was initially reported that the machine, a b. Braun machine, failed to alarm with a blood leak alert. However, this allegation was withdrawn upon follow-up with the nurse manager and the head biomedical technician. The blood leak occurred less than one minute after initiation of the hd treatment, and the blood pump was immediately stopped. Blood was confirmed to be visually observed in the dialysate. It was confirmed that the machine alarmed appropriately with a blood leak alert. A blood leak test strip was not used as it was deemed unnecessary. There was no physical damage noted on the dialyzer. B. Braun streamline bloodlines were being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The patient was disconnected from the machine and transferred to another station/machine. The patient completed their treatment after restarting with new supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s hemoglobin was monitored. Vital signs remained stable, and the patient denied any discomfort. The machine was removed from service for evaluation and was confirmed to be functioning as intended. A simulated treatment was performed on the machine utilizing a blood leak dye. The machine passed all testing and was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) from a user facility¿s medical safety team reported via voluntary medwatch that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was initially reported that the machine, a b. Braun machine, failed to alarm with a blood leak alert. However, this allegation was withdrawn upon follow-up with the nurse manager and the head biomedical technician. The blood leak occurred less than one minute after initiation of the hd treatment, and the blood pump was immediately stopped. Blood was confirmed to be visually observed in the dialysate. It was confirmed that the machine alarmed appropriately with a blood leak alert. A blood leak test strip was not used as it was deemed unnecessary. There was no physical damage noted on the dialyzer. B. Braun streamline bloodlines were being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The patient was disconnected from the machine and transferred to another station/machine. The patient completed their treatment after restarting with new supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s hemoglobin was monitored. Vital signs remained stable, and the patient denied any discomfort. The machine was removed from service for evaluation and was confirmed to be functioning as intended. A simulated treatment was performed on the machine utilizing a blood leak dye. The machine passed all testing and was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.